Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), pump error 41(motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period), unexpected battery power loss. The customer reported blood glucose value of 301 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis treated with manual injection/insulin pen, manual injection/insulin pen. Customer reported the following led up to the event: not sure document treatment for high bg: insulin pump other than insulin, indicate medications taken to treat diabetes: none document type of diabetes: 1. The event involved product(s) mmt-1884, mmt-6101. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-6101. The customer will continue using the device.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. No motor displacement anomaly noted during testing. Pump error 43 and pump error 41 were not confirmed during testing. [Per (B)(6) ¿ r&d engineer the detailed traces do not cover the time frame of the pe41 and pe43. As per filenumber/linenumber, pump error 43 (filenum/linenum=121/600) was generated due to motor power request timeout - suspecting the hw. Pump error 41 (filenum/linenum=121/724) was generated since motor application registered voltage failure. Measured voltage was below threshold.] The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6)2024 13:39:00 after more than 7 days at 12.18 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no boluses listed on the event date 26-nov-2024 in the pump history file. Unable to verify customer's daily total of all insulin delivered surrounding the event date of 26-nov-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm or usersuspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 26-nov-2024 in the pump history file. (B)(6)2024 14:53:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 15:03:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 18:56:07.000 batteryremoved (55) (B)(6)2024 18:56:07.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 18:56:16.000 batteryinserted (44) (B)(6)2024 20:52:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 21:02:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 21:19:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6)2024 00:21:19.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 01:41:21.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 14:59:00.000 alarmalertnotification (40) faultnumber: motordriveerror (43) (B)(6)2024 14:59:00.000 alarmalertnotification (40) faultnumber: motorvoltageerror (41) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. [Per freger, mark ¿ r&d engineer the detailed traces do not cover the time frame of the pe41 and pe43. As per filenumber/linenumber, pump error 43 (filenum/linenum=121/600) was generated due to motor power request timeout - suspecting the hw pump error 41 (filenum/linenum=121/724) was generated since motor application registered voltage failure. Measured voltage was below threshold.] Lost sensor alert not confirmed. Sensor error alert not confirmed. Pump error 43 confirmed. Pump error 41 confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. No motor displacement anomaly noted during testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss not confirmed. Exposed to magnetic field or MRI not confirmed. Pump error 43 confirmed, problem isolated to electronic assembly and motor. Pump error 41 confirmed, problem isolated to electronic assembly and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.